Event description:
It was reported that during a jugular plastic surgery procedure, the I-blade was broken off and the upper jaw was came off outside the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted and with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because of the device damaged condition not all functional testing could be performed with the generator. In addition no I-blade pieces were found missing under microscope inspection. A probable cause of this type of damage on the device could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.